Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coagulopathy, ovarian cyst, pelvic discomfort, kidney stones, gastroparesis, tenderness, endometriosis and gardnerella vaginalis test positive. Previously administered products included for prevent pregnancy: mirena in 2007; for an unreported indication: phenergan. Concurrent conditions included afib since 2014, fibromyalgia since 2008, tricuspid regurgitation since 2008, systemic lupus erythematosus since 2007, sjogren's syndrome since 2007, dyspareunia, bladder infection, uterine bleeding, enterocolitis infectious, intestinal bleeding, urinary bladder bleeding, ovarian cyst, thrombosis, sprain and uterine infection. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2000, apixaban (eliquis) since 2014, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2006, cefixime (flexeril) since 2007, ciclosporin (restasis) since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2015, cyanocobalamin since 2015, dicycloverine hydrochloride (bentyl) since 2012, esomeprazole sodium (nexium) from 2012 to 2014, hydrocodone bitartrate;paracetamol (vicodin) from 2007 to 2010, hydroxychloroquine sulfate (plaquenil) from 2007 to 2014, metoprolol from 2015 to 2017, omeprazole (protonix) since 2014, promethazine since 2006, rivaroxaban (xarelto) from 2012 to 2014, vitamin d nos (vitamin d) since 2015 and warfarin from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure thermal endometrial ablation in (B)(6) 2012 and robotic total laparoscopic hysterectomy, bilateral salpingo-oopherectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dyspareunia and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, depression, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: negative for cyst. Extreme pain. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:chronic pelvic pain in female, abnormal bleeding, abdominal pain lower, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Events : dysmenorrhea (cramping) outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no: 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coagulopathy, ovarian cyst, pelvic discomfort, kidney stones, gastroparesis, tenderness, endometriosis and gardnerella vaginalis test positive. Previously administered products included for prevent pregnancy: mirena in 2007; for an unreported indication: phenergan. Concurrent conditions included dyspareunia, bladder infection, uterine bleeding, enterocolitis infectious, intestinal bleeding, urinary bladder bleeding, ovarian cyst, systemic lupus erythematosus since 2007, fibromyalgia since 2008, sjogren's syndrome since 2007, tricuspid regurgitation since 2008, afib since 2014, thrombosis, sprain and uterine infection. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2000, apixaban (eliquis) since 2014, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2006, cefixime (flexeril) since 2007, ciclosporin (restasis) since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2015, cyanocobalamin since 2015, dicycloverine hydrochloride (bentyl) since 2012, esomeprazole sodium (nexium) from 2012 to 2014, hydrocodone bitartrate;paracetamol (vicodin) from 2007 to 2010, hydroxychloroquine sulfate (plaquenil) from 2007 to 2014, metoprolol from 2015 to 2017, omeprazole (protonix) since 2014, promethazine since 2006, rivaroxaban (xarelto) from 2012 to 2014, vitamin d nos (vitamin d) since 2015 and warfarin from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure thermal endometrial ablation in oct-2012 and robotic total laparoscopic hysterectomy, bilateral salpingo-oopherectomy in oct-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, depression, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2012: negative for cyst. Extreme pain.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:chronic pelvic pain in female, abnormal bleeding, abdominal pain lower, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs and mr received: reporters were added. Lot number was added. Surgery added. Events: abnormal bleeding (vaginal, menorrhagia), depression, dysmenorrhea, fatigue, hair loss were added. Event onset dates were added. Concomitant drugs and historical conditions were added. Auto-narrative supplement was updated. Historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coagulopathy, ovarian cyst, pelvic discomfort, kidney stones, gastroparesis, tenderness, endometriosis and gardnerella vaginalis test positive. Previously administered products included for prevent pregnancy: mirena in 2007; for an unreported indication: phenergan. Concurrent conditions included dyspareunia, bladder infection, uterine bleeding, enterocolitis infectious, intestinal bleeding, urinary bladder bleeding, ovarian cyst, systemic lupus erythematosus since 2007, fibromyalgia since 2008, sjogren's syndrome since 2007, tricuspid regurgitation since 2008, afib since 2014, thrombosis, sprain and uterine infection. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2000, apixaban (eliquis) since 2014, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2006, cefixime (flexeril) since 2007, ciclosporin (restasis) since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2015, cyanocobalamin since 2015, dicycloverine hydrochloride (bentyl) since 2012, esomeprazole sodium (nexium) from 2012 to 2014, hydrocodone bitartrate;paracetamol (vicodin) from 2007 to 2010, hydroxychloroquine sulfate (plaquenil) from 2007 to 2014, metoprolol from 2015 to 2017, omeprazole (protonix) since 2014, promethazine since 2006, rivaroxaban (xarelto) from 2012 to 2014, vitamin d nos (vitamin d) since 2015 and warfarin from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure thermal endometrial ablation in oct-2012 and robotic total laparoscopic hysterectomy, bilateral salpingo-oopherectomy in oct-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, depression, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 19-jun-2012: negative for cyst. Extreme pain.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:chronic pelvic pain in female, abnormal bleeding, abdominal pain lower, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("dyspareunia"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram showed correct placement of the essure device and satisfactory occlusion of the fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.